Event description:
During the endoscopic vein harvest at the left leg, the everest medical evershears ii was being advanced into the incision when it was noticed that the cautery was activated. No one was using the cautery at this time, and no one was stepping on foot pedal.